Manufacturer narrative:
The information regarding this event is under clarification and more details are required for analysis. The damaged parts are not yet available for evaluation. Therefore, the investigation is on-going and further update will be provided in the next report.

Manufacturer narrative:
The damaged parts are still not available for evaluation therefore the final conclusion cannot be established. The investigation is on-going and further information will be provided in the next report.

Manufacturer narrative:
Arjo was notified about the malfunction of carevo shower trolley. It was reported that four side support handles were broken. According to the provided information no patient was involved. The faulty parts have not been made available to date, hence it was not possible to evaluate these components and confirm the customer allegation. The product is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_11 dated on january 2018): inner, outer and down folded. The outer position can be adjusted for more space for the patient. Carevo is also equipped with the locking mechanism consisting of two handles which unlock the side support from the stretcher enabling it to be folded down either to outer position or to fold down position. Both handles must be used at the same time to be able to unlock. When locking there is no need to engage the handles. The handles are screwed to the side support frame with screws using a torsion spring and slide bearings. The side support frame is then attached in the stretcher frame using two dividable bearings. A small spring clip is attached to the end of the each handle to reduce wear on the handle. The side support handles are made of zinc alloy (called zamak). According to carevo design traceability matrix (dtm) device side supports are designed in compliance with the iec 60601-2-52. In connection with the defined user need, which states that the product shall be safe to use for both carer and resident, the following technical requirements were established for the side supports: the side supports shall withstand a vertical, downward, force of at least 750n (applied at the ends of the side support) with full functionality maintained; the side supports shall withstand at least 3000 cycles of repetitive forces of 100n in xyz-directions applied on patient grip; the side supports shall withstand a force of at least 500n (applied at the ends of the side support), in all directions with full functionality maintained. The design of carevo side support and the above stated requirements were verified with the long-term test, which was passed. What is more, on 2011-oct-20 arjo arranged fem (finite element method) calculation, carried out by external laboratory services provider for the side support lock (handle) and side support, with load of 75 kg located in vertical position. The results of test were compared to material properties of zinc alloy used for the side support handle casting, which confirmed that the side support handle should withstand a far more stress without break of the material structure. The side support handles claimed in the investigated complaint were not available to be returned to the manufacturer for further evaluation. Therefore, no further actions could have been taken. The IFU for carevo shower trolley states that: ¿the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use.¿ the caregiver using the device is obligated to check if all parts are in place before every use as well as a thorough inspection for damage. If any part is missing or damaged the product should be removed from service until is repaired. Moreover, the IFU warns user about the necessity of checking if side supports are properly closed and locked: ¿warning! To avoid patient from falling out of the device make sure that all side supports are in a locked position.¿ additionally it is stated in the manual, that the caregiver should lift the opening handles and raise/lower the side support to the selected position until it locks and clicks into place. If the opening handles will not lock the caregiver should remove the patient and make a visual check. If check result reveals any malfunction, the caregiver should contact qualified personnel. The check of opening handles to confirm that they lock properly is a part of every week functionality test routine. Please note that the main role of side supports (as per IFU) is to secure the patient and for better comfort patient should be positioned centrally. It shall be emphasized that if the quoted warnings and principles regarding positioning, pre-use check etc. Are not followed it should be considered as user error, which may contribute to adverse event. It was not possible to verify if caregiver was familiar with them as record of training was not provided to date and due to very few information available. According to the reported information all four side support handles were damaged. Looking at the intended use of the device it is considered unlikely that all handles were cracked upon one event. Moreover, according to the photographic evidence delivered by the distributor it was not possible to confirm that this information is correct as it did not present damages of all four handles. However, due to lack of further details and full description of malfunction occurrence circumstances, this inconsistency between information and photos was not possible to be clarified. It should be taken into account that if the device was used without proper care and if the accidental impact occurred e.g. During transport of the device or patient care and transfer, it may have caused a deterioration of the material durability to excessive forces or immediate damage due to e.g. Collision with some obstacle or raising the lift when the side support was under an obstruction. In course of the investigation it was not possible to determine the exact cause of the claimed malfunction. No conclusion from the damaged part evaluation could have been drawn as it was not available for return to manufacturer. The performed tests and analyzes confirmed that design of the carevo side support should assure handles endurance to damage, even when misuse occurs and only one handle is locked in position. In conclusion, the product failure occurred and the device did not meet the manufacturer specification. It was stated that the device was not used for patient hygiene at the time of malfunction. This complaint was decided to be reported to the regulatory authority in abundance of caution due to a malfunction occurrence and an insufficient information about the circumstances of event. Please note that this investigation will be updated, when further and significant information affecting the current results will be made available.

Manufacturer narrative:
The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about the malfunction of carevo shower trolley. It was reported that four side suport handles were broken. According to the information made available to date no patient was involved.